Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The surgeon reported that after performing an uneventful macula hole surgery with vitrectomy and membrane dissection procedure, the pt developed an early and persistent cataract. Surgeon indicated there was no lens contact during the surgery. Sf6 gas was 23% air was used. Additional info is expected. This is the first of four reports for the facility.